Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler/liberty cycler set and the adverse event of nausea, fatigue, cloudy pd effluent and subsequent diagnosis of peritonitis requiring antibiotic treatment. However, there is no allegation, nor any objective evidence indicating the patient¿s liberty select cycler and/or liberty cycler set malfunction, or any fresenius product(s) issues caused or contributed to the patient¿s event of peritonitis. Based on the available information, the exact cause of the patient¿s (B)(6) peritonitis cannot be determined. However, given the prevalence of both healthcare-associated and community-associated (B)(6), coupled with the well documented risk for infections of the peritoneum inherent in pd therapy, touch contamination appears the most likely conclusion.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report having peritonitis. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated on (B)(6) 2019, the patient reported vague symptoms of fatigue and nausea with associated cloudy pd effluent. At that time, the patient¿s vital signs were at their baseline (values not provided) and the patient denied abdominal pain. A sample of pd effluent was collected and sent for culture and white cell count and the patient was treated prophylactically with cefazolin, 1.5 grams and ceftazidime, 1.5 grams via intraperitoneal (ip) dwell daily for six days. On (B)(6) 2019, culture results were reportedly (B)(6) for (B)(6) and white cell count returned at 2561 mm3, confirming peritonitis. Per the pdrn, based the culture data on (B)(6) 2019, antibiotic therapy was switched to (B)(6), 2 grams via ip dwell daily for 21 days. Reportedly, the patient is recovering and completing their course of antibiotic therapy. Additionally, the pdrn stated although there is a strong suspicion for touch contamination as the cause, touch contamination has not been confirmed. The pdrn also stated, there have been no reported issues with the patients liberty select cycler/liberty cycler set, or any fresenius product(s) and the patient continues with pd therapy using the same liberty select cycler without reported concerns.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.